Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the alarms were unable to be reproduced during testing. The system controller, serial number (B)(6), log files were reviewed. The controller event log files and controller periodic log files captured intermittent backup battery fault alarms on 23dec2025 due to the backup battery not passing its load test. A driveline disconnect alarm was captured on 23dec2025 which appeared consistent with the reported system controller exchange. The backup battery fault alarms did not prevent the controller from supporting the system as intended while the driveline was connected. No other notable events were observed within the log files. The heartmate 3 system controller was returned for analysis. The backup battery (serial number (B)(6)) was also returned in an unremarkable condition. The returned system controller and 11v backup battery underwent functional testing and were found to function as intended. The reported alarms were unable to be reproduced during testing. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook, are currently available. The IFU section 2, entitled ¿system operations¿ and the patient handbook section 2, entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and driveline disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a backup battery fault. In the last few months the patient had backup battery fault. They reseated the battery and then changed the battery when the alarm persisted (B)(6). About a month ago the patient called again with backup battery fault. They had the patient do self test. This reset the alarm. This morning at 4:30, the patient had another backup battery fault. Attempted to reset alarm with self-test but did not work. They replaced the system controller. The log files were submitted for review. The log file captured backup battery faults on (B)(6) 2025. The controller was replaced to resolve the issue.